Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier tip is bent and it could not clamp tissue. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Product to perform failure analysis. The instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. A clip cannot be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis.